Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprosthesis was used during a biliary stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the common bile duct due to cholangiocarcinoma. During the procedure, the physician encountered resistance when advancing the stent delivery system over a non-bsc guidewire. The stent system became stuck on the guidewire. Both the stent delivery system and the guidewire were removed from the endoscope working channel together. The physician then attempted to pull the guidewire from the stent system. However, due to the extra force applied, the handle of the stent delivery system broke off. The guidewire remained inside of the stent delivery system. No visible issues were noted with the stent system or the guidewire. The procedure was completed with another wallstent biliary covered endoprosthesis. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the investigation results of the returned device, which indicate that the distal stent wires perforated the outer sheath and that the distal stent wires were damaged, this is now considered a reportable event.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the stent delivery system. The outer sheath was kinked. Several of the distal stent wires were perforating the clear outer sheath. The distal stent wires were damaged in an area consistent with the outer sheath perforation. The catheter was kinked at multiple locations. During a functional analysis, a 0.035" guidewire was inserted through the device; however, resistance was encountered at the proximal end of the catheter and the guidewire failed to pass through the system. The stainless steel shaft was detached from the inner lumen and was not returned for evaluation. The inner lumen was kinked just distal to the location where the stainless steel shaft had detached. The shaft was dissected and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. The condition of the returned device was consistent with the complaint incident; however, it was also noted that the distal stent wires perforated the outer sheath and that the distal stent wires were damaged. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release for distribution. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.